Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 50-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage e shock. The patient arrived from an outside hospital. During support, urine was noted to be dark red, with laboratory and imaging evaluation pending. The managing physician attempted bedside point-of-care ultrasound (pocus); however, image quality was poor, and the physician reported that the left ventricle appeared empty, with only the left ventricular wall visualized. The impella cp was not exhibiting suction alarms at that time. The patient was receiving the maximum dose of three vasopressors following multiple cardiac arrests with cardiopulmonary resuscitation (CPR). Other patient clinical contributing factors included severe cardiogenic shock (scai stage e), multiorgan failure, lactic acid of 18, arterial ph of 6.9, and reliance on maximum-dose vasopressor support. Repositioning did not resolve the positioning concern. The patient expired while on impella cp support. The death is conservatively being reported; however, the death is more likely attributable to the patient¿s underlying severe cardiogenic shock, multiorgan failure, and critical clinical condition at presentation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.